Manufacturer narrative:
Unable to verify pump error 37 due to pump error 130 during rewind. Unit received constant pump error 130 due to corroded motor home switch. Unable to verify no button response or keypad anomaly due to constant pump error 130.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and a pump error that indicated the drive count/time values or changes incorrect for moving or coasting. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.